Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During preparation, resistance was noted when the dilator passed through at the middle of the introducer. The dilator could fully advance through the introducer. The introducer was placed into a patient, and the dilator and a rf-needle assembly was attempted to inserted into the introducer, however resistance was noted at the middle and the dilator could not advance at the middle of the introducer. A hole was noted at the middle of the introducer when the introducer was replaced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No anomalies were noted when the dilator was advanced through the returned sheath. The dilator outside diameter measurements were within specifications. The sheath tubing had been stretched and protruded at the medial area of the sheath; no perforation was noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator insertion difficulty and the sheath protrusion remains unknown.

Event description:
The sheath tubing had been stretched and protruded at the medial area of the sheath; no perforation was noted.